Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's controller and modular cable were exchanged at a clinic visit. The green pump running symbol on the controller did not light up, and the modular cable was frayed and had been repaired several times.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of dim pump running leds on the system controller was confirmed. The submitted photograph of the system controller (serial number: (B)(6) ) showed dim pump running leds on the controller's user interface. No other physical anomalies were observed. The system controller was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis; however, a corrective and preventative action (CAPA) has been implemented to address the issue of dim pump running leds. The system controller was manufactured prior to the implementation of the CAPA, which replaced the type of led. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. G) section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) (rev. G) section 2 ¿system operations¿ describe the system controller user interface, including all lights, symbols, and on-screen messages, and explain how to perform a system controller self-test. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 IFU (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.